Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had device disabled due to painful stimulation and lack of efficacy. The provider reported that the reason for lack of efficacy is that the patient is a non-responder to vns and vns is uncomfortable for patient. The patient is experiencing painful stimulation on the neck. It was later reported patient was being referred for explant. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The physician later reported that the reason for device explant is painful stimulation. The intervention was for patient comfort only. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.